Event description:
It was reported that the catheter developed a ridge.

Manufacturer narrative:
No physical sample was returned for eval. A photo was attached to the investigation file where the silicone catheter can be observed. Visual eval of the silicone catheter from the photo showed the balloon mushrooming. The reported event is confirmed with the cause unk. The lot number is unk therefore the device history record could not be reviewed. (B)(4).